Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the "she" resolution of (B)(6) 2017 was that the surgeon cut the extensions. The neurostimulator (ins) was plugged and placed in the original pocket. The rep reported that the surgeon planned to replace the lead and connect to the ins at a later date. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient¿s implant was being replaced and the exact reason for the replacement was unknown, but thought to be related to either three overdischarges or the implant not emerging from overdischarge. Impedances were tested at 3.0v and everything was greater than 40k ohms. The surgeon cut the extension before any troubleshooting was done. It was noted that the doctor would likely pull the old implant and place the new one with plugs in the header and then go back later to replace the lead and extension. The indications for use were spinal pain and chronic low back pain. No patient symptoms reported.